Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Section d1: corrected data.

Manufacturer narrative:
Approximate age of device: 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for a gastrointestinal bleeding event. A (egd) was preformed and confirmed the patient diagnosis of barrett's esophagus. The patient received 4 units of packed red blood cells (prbc). The account reported the patient inr goal was decreased to 1.5-2 and the prescribed prontonix does was doubled to twice a day.